Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure (likely during the ablation phase), there was a drop in the patient¿s blood pressure. Pericardial effusion was discovered on intracardiac echo, cardiac tamponade was then confirmed by ice and trans-thoracic echo (tte). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was then moved to the operating room for emergent surgery for further treatment and was reported to be in stable condition. The exact site of injury is unknown. Extended hospitalization was required as a result of the adverse event. The event was assessed as life threatening. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the patient has anomalous vein anterior to right superior pulmonary vein. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a brk transseptal needle. The sheath used during the case was an 8.5 fr agilis. The generator was used in power control, burning at 30-45 watts in area. The temperature cut-off was at 40 degrees and the impedance cut-off was at 250 ohms. The power did not titrate during the ablation. The flow was set at 8-15 ml/min. No error messages were observed on any bwi equipment. The activated clotting time (act) was of 350+ seconds. The thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the pentaray in the left atrium (la) and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto® 3 system did not indicate to re-zero the catheter.